Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and checked the breast shield size, which they felt might be too large. The customer was sent 27 & 30 mm flex breast shields and return of her breast shields were requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she developed mastitis on (B)(6) 2019 and was prescribed an antibiotic. She indicated that the replacement shields were working without issue and the mastitis was resolved. She stated that after changing the membranes and valves and switching the shield size on her left breast, the pump was fine. The customer returned the 27 mm and 30 mm personal fit shields, which were evaluated on 08/20/2019. The shields passed visual inspection and the dimensions were found to be within specification. Refer to attached product evaluation. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump had low suction, even on the highest vacuum level, and it sounded like it was dying. The customer additionally alleged that she had mastitis and had been prescribed an antibiotic.